Manufacturer narrative:
The biomedical engineer (bme) reported that the 23" display for the central nurse's station (cns) went down and that the power brick for the touchscreen was dead and does not put out any voltage. They needed to replace the defective power brick. Nihon kohden technical support (tech support) provided customer with part number for replacement. No patient harm was reported. Power brick manufactured by elo part number: e583582.

Event description:
The biomedical engineer (bme) reported that the 23" display for the central nurse's station (cns) went down and that the power brick for the touchscreen was dead and does not put out any voltage. They needed to replace the defective power brick. Nihon kohden technical support (tech support) provided customer with part number for replacement. No patient harm was reported.